Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a duet was leaking out of a crack in a stopcock. It was also reported that the crack was possibly caused by a healthcare provider overtightening a luer lock of the stopcock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.